Event description:
On (B)(6) 2012, it was reported that the patient felt that he had a potential lead break because his wife kicked him in the neck. The patient did not report any discomfort or adverse events. The patient was scheduled to see a physician to have diagnostics run; however, the appointment was cancelled. No additional information is available.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.